Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Diagnosis: failed right total hip replacement. Litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Diagnosis: failed right total hip replacement. ***update*** (B)(6) 2012 litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels. Changed product from unk asr hip to unk asr cup and added unk asr head. Litigation papers show patient's name is (B)(6), not (B)(6). There was no new information received that would impact the outcome of the investigation. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.